Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) started the electronic pt gas system (epgs) was at zero (0) liters per minute (lpm). She went on break and when she came back, the flow was at ten (10) lpm and there was condensation on the floor. The device was not changed out, as they are still using this unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer is not requesting service at this time. They just want the field service rep (fsr) to check it out on the next preventative maintenance (pm) cycle. The customer returned the software data logs to the MFR on (B)(4) 2013 for further evaluation. This compliant is related to MDR # 1828100-2013-01051.